Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the user could not insert the catheter as the tip was deformed. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred.

Manufacturer narrative:
(B)(4). The complaint of a damaged psi sheath tip was not confirmed by complaint investigation of the returned sample. The customer returned one, two-lumen psi sheath and a dilator for analysis. The dilator was advanced completely through the psi sheath. Signs of use in the form of biomaterial were observed on the returned components. Visual inspection revealed that the psi sheath tip was not misshapen or deformed. The taper of the tip matches the shape from the product drawing. A kink was observed on the proximal extension line. The customer was unaware of the kink on the extension line. Thus, it could not be confirmed when the kinking occurred; therefore, it will not be investigated as part of this complaint. No other defects or anomalies were observed on the returned sample. The overall length of the psi sheath body measured 100 mm via calibrated ruler which was within specification limits of 98-102 mm per the sheath product drawing. The outer diameter (od) of the psi sheath body measured 4.661 mm via calibrated micrometer, which was within the specification limits of 4.59-4.71 mm per the psi sheath extrusion drawing. The inner diameter (ID) of psi sheath at the distal tip measured 0.117" via calibrated pin gauge, or 2.9718 mm, which was within the specification limits of 2.96-3.00 mm per the sheath product drawing. The catheter was functionally tested per the instructions-for-use (IFU) along with the product, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed." The catheter was connected to a lab inventory syringe. Both distal and proximal extension lines flushed as intended. No leaks or blocks were observed. The IFU provided with this kit inform the user, "do not apply excessive force in placing or removing guidewire, dilator, or access device. Excessive force can cause component damage or breakage." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, no problem was found on the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the user could not insert the catheter as the tip was deformed. Therefore, a new kit was used instead to complete the procedure. No injury to the patient occurred.